Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they had a leak at the reservoir barrel. The customer noticed the reservoir leak while filling insulin. The customer stated all components of the reservoir were not present. The customer stated the leak was located between the reservoir and infusion set. It was also found the customer was hospitalized. The customer did not provide information about the hospitalization. Customer's blood glucose was 29 mmol/l. The customer declined to return the product for analysis.